Manufacturer narrative:
Probe type was not provided by customer. Tech support had the nurse power off the transmitter to make sure the central monitor system shows signal loss and then explained that any type of debris in the spo2 connector can give a false indication. After the nurse cleaned the probe, the issue was resolved.

Event description:
(B)(4).